Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use inadvertent mishandling resulted in causing the stent to slightly pull out of the sheath. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during preparation of the 5.0x100mm absolute pro self-expanding stent it was observed that the distal end of the stent was partially unsheathed; however, not opening. Therefore, a new same size absolute pro was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure.